Event description:
It was reported that the customer was hospitalized in the intensive care unit with a blood glucose (bg) level an unknown blood glucose level with ketones a healthcare provider deemed life threatening on (B)(6) 2026. Cause was not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2026 with the issue resolved and no permanent damage.